Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-dec-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent sterilization. The patient experienced tubal perforation. Doctor performed laparoscopic tubal ligation on (B)(6) 2014. It is unknown if both sides of fallopian tube were operated on. Ptc (product technical complaint) investigation result received on 19-dec-2014. The ptc global number for this report is (B)(4). Final assessment: a perforation is a hole or opening made through the entire thickness of a membrane or other tissue or material. Probable causes for perforation: physician encounters poor visibility during the procedure, physician technique and experience, advancing delivery catheter when patient is experiencing extraordinary pain or discomfort, attempting to advance delivery catheter to black positioning marker after encountering undue resistance, further advancing delivery catheter once the black positioning marker has reached the tubal ostium, attempted removal of an implanted micro-insert with fewer than 18 trailing coils into the uterus, inaccurate placement of the micro-insert in the fallopian tube by the physician. According to the product IFU, the micro-insert must be placed far enough into the fallopian tube to prevent expulsion (less than 18 trailing coils). Perforations are a known risk of the essure procedure. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Perforation is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and experienced tubal perforation. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation are not known. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (laparoscopic tubal ligation). Since neither lot number nor product complaint sample was provided it is not possible to confirm any quality defect or device malfunction at this time. Also, according to product technical analysis, the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (uterine perforation questionnaire) is being sought.

Manufacturer narrative:
Follow up from 15-apr-2015: the required number of follow up requests was performed with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and experienced tubal perforation. This event is serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation are not known. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (laparoscopic tubal ligation). Since neither lot number nor product complaint sample was provided it is not possible to confirm any quality defect or device malfunction at this time. Also, according to product technical analysis, the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.